Manufacturer narrative:
Method: device not returned.additional manufacturer narrative:the DHR review was completed. This device passed all manufacturing and sterilization inspections with no related nonconformance. This device is not available for return and evaluation because it was discarded by the hospital.no additional information is available. Without return of the device for evaluation, we are unable to confirm the clinical observation.

Event description:
Edwards received information that this mitral bioprosthetic valve was explanted during implant in order to correct left ventricle rupture. The patient¿s native annulus at the mitral position became torn and bleeding did not stop. The reporting physician attempted to correct bleeding; however, the patient expired due to bleeding without weaning off cpb. The reporting physician commented the cause of left ventricle rupture and bleeding from the mitral annulus were unknown; however, the patient originally had severe calcification, elderly age, narrow native annulus, and a small body may have contributed to left ventricle rupture and bleeding. The reporting physician indicated that sizing was performed properly and there was no issue with the size 23mm valve. The mitral valve will not be returned for evaluation as it was discarded at the hospital.